Manufacturer narrative:
Corrected data: b5: the reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens -10.0/4.5/176 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault, glares, and haloes. The exchange resolved the problem. Cause was reported as unknown. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens -10.0/4.5/176 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6)2023. On (B)(6)2023 the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem. Cause was reported as unknown.